Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked and bleeding display glass, cracked case at the display window corners, a broken reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm and a33 alarm on the insulin pump. The customer's blood glucose level was 70 mg/dl. The customer stated that alarm occur while changing set and doing bolus. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.